Manufacturer narrative:
Device evaluation. Results of investigation: vyaire medical received the device for evaluation. The reported problem was not duplicated. The combination of small indentations and liquid may have contributed to the reported problem as a pressure point could be created resulting in a continuous touch input preventing the touch screen to operate normally. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that touch screen is not working on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.